Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -14.5/+2.0/101 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was repositioned due to lens rotation. This did not resolve the problem. On (B)(6) 2019 the lens was the lens was exchanged with a longer lens which resolved the problem. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3: lens was returned with moisture and foreign residue in a micro-centrifuge vial. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
H6 - patient code 3191: secondary surgical intervention (lens repositioning) should have been included in initial MDR. Claim# (B)(4).